Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported device code: (B)(4) high capture threshold was not initially reported.

Manufacturer narrative:
Correction: this supplement report is to correct the previous follow-up report number 1 that did not provide the additional information, which was not previously reported on the initial MDR.

Event description:
On (B)(6) 2017, it was also noted that the right ventricular lead exhibited high capture threshold.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate therapies from their implantable defibrillator. Upon interrogation of the device, high lead impedance was observed on the right ventricular lead. The lead was capped on (B)(6) 2017. The patient was fine after the procedure and would be followed up with normally.